Event description:
A nurse reported that during a procedure, the system randomly turned itself off. The system was rebooted and the case was successfully completed. There was no harm to the patient.

Manufacturer narrative:
The company rep examined the system and could not replicate the reported event but found a system message (sm) - ac power lost, in the system event log. For diagnostic purposes, the company rep replaced the power distribution printed circuit board assembly (pcba). The system was then tested and met all product specs. A power distribution pcba was received and a visual assessment of the returned pcba did not reveal any defect or abnormality. The returned pcba was installed onto a calibrated system. The system successfully booted. The returned pcba was then exercised by randomly activating the system modes approximately 1 hour. The system responded properly and no abnormal shut down was observed during test. The reported event could not be replicated. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this system. The root cause could not be conclusively determined. (B)(4).